Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged and was found to be in the left atrium as confirmed through fluoroscopy. The lead was explanted. Another lead was implanted successfully in the patient. No additional adverse patient effects were reported.